Manufacturer narrative:
Alleged failure: not working . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user reprocessing or handling error or user excessive force during testing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device did not work during test performance. Further investigation revealed that the jaw broke during the medical procedure inside the patient. The broken piece was not retrieved.